Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), exposed to moisture and keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for reported allegations and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2024 07:25:12.000. Pump did not pass the seft-test due to a pump error 75 occurring during testing on (B)(6) 2024 06:24:09.000. Pump error 53 (file number: (B)(4); line number: (B)(4) occurred during testing on (B)(6) 2024 06:24:09.000. Pump did not pass the sleep current measurement test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test due to moisture damage to the motor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label faded). Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cosmetic damage was confirmed on the pump. Exposure to moisture was confirmed. Pump error 43 was confirmed due to moisture damage to the motor assembly. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 75 was confirmed during testing and due to moisture damage. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Pump error 53 was confirmed due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.